Event description:
Patient in cath lab. Bp cuff on right arm, set to repeat every 3 minutes. Rn noticed bp cuff was not working after initial bp. Bp cuff disconnected from tubing and new cuff placed on patient's leg. At end of the case nurse noted redness around right arm. One of the staff nurses said right arm cuff still retained pressure at end of case. The patient had redness from hand to just proximal to the elbow that correlates with the distal end of the bp cuff. Pulses intact at end of case but patient complained of numbness and tingling of arm which was decreasing but still present at discharge (just over 24 hours after the procedure) from the hospital. Patient also had decreased muscle strength.